Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that 4 months after the dental implant was placed in the mouth, the implant did not integrate. Clinician noted patient's possible dehiscence, peri-implantitis, infection, inflammation, an abscess and poor bone quality/quantity. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that 4 months after the dental implant was placed in the mouth, the implant did not integrate. Clinician noted patient's possible dehiscence, peri-implantitis, infection, inflammation, an abscess and poor bone quality/quantity. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that 4 months after the dental implant was placed in the mouth, the implant did not integrate. Clinician noted patient's possible dehiscence, peri-implantitis, infection, inflammation, an abscess and poor bone quality/quantity. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications. (B)(4).